Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reconnected all cables, removed all lids, and subsequently released all cubies. They cleaned all connections using alcohol wipes and reinserted all full-height cubies. After that, they opened each full-height drawer, removed the lids, and checked for debris between the full-height cubies before rebooting the station. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user was able to dispense medications to the patient during the malfunction using alternative devices or the pharmacy. There were no adverse events or injuries reported based on this incident.